Manufacturer narrative:
Due to character limitation in e1 initial reporter and the full initial reporter's name is (B)(6). Due to character limitation in e1 event site name and the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit not recognizing the helium tank. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found external helium tank empty. As a precaution the fse replaced the label,screw concealment and special seal ran all the tests in accordance to the manufacturer's specifications.